Event description:
During the one month post implant follow-up, the device involved in this report, the physician observed that av delay values have been reprogrammed automatically part to values programmed at device implantation.

Manufacturer narrative:
(B) (4). Since the device remains implanted, the programmer files were reviewed. (B) (4). Analysis of the files provided revealed that the reported event resulted from an anomaly in the device embedded software. Dplus pacing mode can be activated under specific conditions, resulting in automatic av delay reprogramming (which is in accordance with dplus specifications). The conditions to encounter this anomaly depend on device operations and patient physiology (for instance, the most frequent condition is 2 consecutive cycles with a p wave detected in the warad). This can occur on reply (2nd generation - the device serial number contains (B) (4) or (B) (4) characters) and esprit models, in dual chamber modes. As a consequence, depending on patient physiology (av conduction interval), the av delay will be reprogrammed automatically; however, pacing will be delivered when needed. Therefore, there is no patient safety issue. This behavior will be corrected in the next version of the embedded software. (B) (4)